Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that during the preparation of a port placement procedure, the hub of the introducer needle was allegedly damaged. It was further reported that priming could not be performed. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was received for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, infusion and suction issues, as multiple cracks were observed on the introducer needle hub. Upon infusion, a leak observed from the hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the preparation of a port placement procedure, the hub of the introducer needle was allegedly damaged. It was further reported that priming could not be performed. There was no patient contact.